Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with two reloads present. Reload a was returned fully loaded with staples and reload b was received fully fired. The device was tested for functionality with the returned reload (a) and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4) and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during a low anterior resection. When the device was fired the first time, no staples were noted. A new reload was loaded and it fired as intended. The stapler fired and formed properly. The case was completed with the same device, different reloads. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.